Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump got hit and the touch screen was severely shattered. Reportedly, a portion of the touch screen was not functional. The customer's blood glucose (bg) ranged from 300-600 mg/dl with large ketones; however, customer reported the high bg of 600 mg/dl was not due to the touch screen issue. Customer confirmed that an alternate method of insulin delivery was available.